Event description:
A medtronic representative reported that the site's awl/ probe/tap (apt) driver was falling apart. The surgeon completed the procedure with the use of the stealthstation s7. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info not available at time of this report. Lot number and device manufacture date are not available as the part has not been returned. No replacement part has been sent out as no purchase order has been received.